Manufacturer narrative:
Investigation conclusion: response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. For cartridge sn: (B)(4): a technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to detect and cancel the test instead of releasing false positive results. For cartridge sn: (B)(4): a technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported two positive cue results (cartridge sn: (B)(6) using cartridge lot: 17828f and reader sn: (B)(6). Customer got a negative pcr test. Customer didn't have any covid symptoms and wasn't exposed to anyone with covid. Customer confirmed the cartridges were stored within the recommended temperature range.